Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from june 05, 2014 to june 06, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on its reservoir. This was identified after compounding with saline and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.